Event description:
According to the rptr: the tip of the device broke and was removed from pt cavity. There was no obstruction during use of the device. Pt has a history of carcinoma but no injury was reported. The pt is doing fine.